Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the distal conductor of the lead was obstructed due to a stylet/guidewire stuck in the lumen. The stylet/guidewire was broken. The stylet/guidewire was kinked/buckled. Visual analysis of the lead indicated damage at implant. The analyst noted the full lead was returned with a broken guidewire stuck in the lumen. The distal end of the guidewire was kink/buckled at the distal end of the lead. A fresh 0.014 guidewire was inserted in the lead and came to an occlusion at 72 cm. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead was not implanted due to patient anatomy. The lead was returned to the manufacturer, analyzed and tested out of specification. No patient complications have been reported as a result of this event.